Manufacturer narrative:
Evaluation: results: (spontaneous gi bleed) conclusions: (spontaneous gi bleed) patient (secondary intervention). (Spontaneous bleed).

Event description:
Two endeavor sprint drug-eluting stents were implanted, overlapping. (MFR report# 2953200-2008-01017-01018) patient was asymptomatic at 30 day follow up. Investigator reported a spontaneous gi bleed occurring two months post initial stent implant. While on antiplatelet therapy. Investigator has indicated that event was not related to the study stent. At 6 month follow up, patient displayed stable angina.